Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported unexpected positive blood typing results in anti-b well of erytype s abd+rev.a1b when used on tango infinity. Discrepant results were observed with a known group a patient. Manual typing gave correct results. The customer suspected a "carry over" in the reaction wells. The customer provided 5 patient samples and the supposedly defective product (opened and unopened plates) for investigational testing. Our quality control laboratory tested 4 of 5 provided patient samples (sample #(B)(6) could not be tested because of less material) and additionally 5 qc samples with the complaint sample of erytype s abd+rev.a1, b and in parallel our qc lab's retention sample on tango infinity. All patient samples reacted correct and conclusive results were processed. We did not observe any false positive reaction and no "carry over" was detected. Additionally the provided plates from the customer were visual investigated. No irregularities were identified. Testing by our quality control laboratory confirmed the correct function of the allegedly defective lot of erytype s abd+rev.a1, b. A review of the batch record documentation showed no irregularities which might have negative influences on the quality of the allegedly defective lot. Regarding the affected tango infinity: the customer provided result images that show the positive result in the anti-b well. The reaction does not look like a normal agglutination. Most of the cells likely accumulated on the well bottom and other cell debris are spread around. The instruments image evaluation software did correct interpretation to a positive result. Due to the discrepancy, in all cases an overall result was not suggested by instrument, which forces a repeat testing. The last semi-annual preventive maintenance was successfully performed on 1/28/19. Our field service engineer checked the centrifuge rotor and did not find evidence of splash or spill underneath and the buckets all appeared to be fine with no issues. When the field service engineer arrived on site they were running screens and informed that since third shift had made up a fresh bottle of wash solution the wash errors have stopped. The centrifuge rpm was verified at all three speeds and all were within specification. The orbital shaker rpm was verified at all four speeds and all were within specification. The field service engineer was able to confirm the customer's reported problem. The performance of the linear shaker was verified with no problems while testing. He performed simulated test run and was able to duplicate the problem. He was not able to duplicate any problems with wash aspiration or wash dispense at this time. The camera settings were verified with no changes being made. A minor change of strip position when it was in the centrifuge was made. The performance of incubator loader was reviewed but found no problems while testing. Over the course of several days during which this issue was occurring, the customer did need to make new bromelin each day, but did not change how they clean their bottles and made new wash solution at least once as noted by the fse. The customer switched to another lot of plates with no issues. He refused to try the old lot of plates again after the fse adjustments. The log files did not show any issue relevant abnormalities. No indication for an instrument malfunction could be identified on current data. The service engineer confirmed a proper function of the instrument. As to database, no problems with quality control testing on erytype s method on the days of issue occurred. The control samples did pass every day and did not show the false positive result in the anti-b wells. The usage of other plate lot may have resolved the issue. The cause of issue could not be determined at site since customer refused to compare results of both plate lots.